Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 11 pro / 2.4.2 / ios_16.4.1.